Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing was performed on the device. The device was inspected which showed that the power adapter connector going to the device was damaged. When plugged in to power supply, the device was unable to charge. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the device was due to component failure. The ac power adapter will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump stopped working during patient infusion. During an intravenous fentanyl infusion, the pump displayed a low battery message, and the pump stopped working. The pump was plugged into an electrical outlet; however, the device did not work. There was no report of patient injury or medical intervention associated with this event. No additional information is available.